Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the synergy ous mr 2.50 x 24 mm stent delivery system (sds); was not returned for analysis and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. A visual examination of the crimped stent found the stent was detached from the sds which was not returned. The stent was severely damaged and stretched, particularly the central struts. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During unpacking of a 2.50 x 24 synergy¿ drug-eluting stent, the stent was already dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During unpacking of a 2.50 x 24 synergy¿ drug-eluting stent, the stent was already dislodged from the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.